Event description:
It was reported that upon patient arrival from the or, the foley bag was unable to be emptied. The sides of the bag near the green drainage port were adhered together. When gentle separation was attempted, the bag tore and a small hole was identified in the system. As a result, the entire foley catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.